Event description:
A surgeon reported that when the trocar plug was removed from the trocar under air irrigation, the eye collapsed. After the plug was replaced, the situation recovered slowly. The situation occurred again when the physician performed vitreous cutting and "retropulsion." The eye recovered when the customer knocked the auto cock, but the improved intraocular pressure did not last long. Additional information has been requested.

Manufacturer narrative:
The customer's complaint history was reviewed for the period of one year; this is a second event reported for this issue for this facility. There are no additional reports against this finished goods lot. A review of the DHR (device history record) indicated no deviations. The pak was built per specifications. A root cause has not been identified. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).